Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #13 was removed due to sinus perforation. Pt was having pain where the implant was placed- too close to sinus. Symptoms as a result of the event: pain